Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united s tates-marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one solarice coronary balloon catheter to treat a moderately calcified, moderately tortuous lesion in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that a balloon burst occurred during inflation at 8-12 atms. It was stated that the balloon burst during first use. The patient is alive with no injury.